Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and a serial number could not be determined. As such no device history review could be performed. However, a cycler is not released unless the labeling, material, and process controls were within specification. There is no documentation that shows a causal relationship between the patient¿s fecal impaction and subsequent abdominal blood clot and the liberty cycler. Additionally, there is no causal allegation against the liberty cycler. There is a probable temporal relationship between the impaction and continuous cycling peritoneal dialysis therapy as constipation is a known complication of patients on pd therapy. The causal event of the blood clot cannot be determined based on the limited information provided but there is no allegation against any fresenius product.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the patient was hospitalized (B)(6) 2017 for a fecal impaction that required removal and a large blood clot in the abdomen that the clinical records indicate could impact pd draining. The patient had reported drain complication alarms on the cycler. The clot was treated but records did not indicate if surgical or medicinal treatment was used. The fecal compaction and clot removal allowed for better pd draining. The patient has history of general non-compliance with treatment. The nurse reported she had evidence of previous drain issues resulting in negative ultrafiltration values and patient was trained to shift positions and take laxatives as the patient is often sedentary. The drain issues in the treatment may have been caused by the fecal compaction and blood clot preventing draining.